Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the stent was returned in its deployed state with noted deformation. The stent delivery wire (sdw) was kinked as well. Functional testing could not be performed due to the damaged condition of the returned device. It is probable that the stent was deformed during transfer into the microcatheter hub or during advancement through the microcatheter, causing the reported event. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to the investigation.

Event description:
Analysis of the returned device noted that the stent had prematurely deployed during use. No consequences to the patient were reported.